Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent events on (B)(6) 2024. On 09-apl-2024 event occurred within 3 hours after insertion. The insertion site was at upper buttocks. The blood glucose level was over 527 mg/dl and ketone bodies was also present. Therefore the patient was treated with correction injection via mdi. The customer replaced infusion set and resumed insulin deliveries successfully.similar event occurred on 10-apl-2024 but the blood glucose level was over 284mg/dl and ketone bodies was also present there. Therefore, the patient was treated with IV bolus about 15 mins before meals. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.